Event description:
It was reported that following a carotid artery stenting procedure the stent was damaged. The procedure treated a 90% rough, filiform stenosis of the very tortuous right internal carotid artery. An 8f sheath was advanced and a distal protection wire was placed. The lesion was predilated with another manufacturer's 3.0x30mm balloon resulting in good flow. The 40mm adapt stent was deployed successfully and the delivery system was removed. The stent was well positioned with good flow. It was reported that "suddenly the stent kinked in the vessel". It was not possible to place another balloon for post dilation and the distal protection wire was removed successfully. The patient outcome was okay post procedure with good flow. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)